Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported missing insulin. Customer states she changed infusion set then looked at pump and it was missing half of the insulin. Customer also mentioned that she was exposed to a strong magnetic field. The blood glucose reading is 152 mg/dl. Customer was sweating. The final blood glucose reading was 135 mg/dl. No further information was provided.